Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a ureteroscopy procedure.according to the complainant, the balloon was overinflated with an encore inflator and burst inside the patient. The procedure was completed with another uromax balloon. All other information is unknown.attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
(B)(4).